Event description:
Doctor reported that the unknown abutment screw fractured inside of the implant (oss310). The fractured piece of the screw was not retrievable and implant had to be removed. Tooth location 14.

Manufacturer narrative:
One biomet implant was returned for inspection. A visual inspection revealed that a fractured screw piece was stuck inside of the implant. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Instructions for use of the recommended restoration are provided along with the appropriate torque values. X-ray provided of the implant in the site does not conclusively identify the reported screw fracture in the implant. A singular cause for the complaint could not be determined.